Event description:
The customer reported that she and another employee experienced human reactions from an oil mist. The customer experienced a headache all day. She did not seek medical attention, however, she reported that she took excedrin. The headache has resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found machine's vacuum pump cap to have hole in it. The fse replaced it. The fse ran an empty chamber. Unit does not have oil mist issue and unit meets all mfg specifications. Conclusion: a change order was opened to further investigate this issue.